Event description:
Follow up information reported that the circumstances that led to the stimulation stopping, loss of therapy, and pain symptom was that their programmer stopped working. The patient put in a new battery but it still did not work. As a step to resolve the issues the patient was sent a new programmer. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported a loss of stimulation /loss of therapy and experiencing pain. The patient initially stated experiencing pain starting (B)(6) 2015 and then stated she stopped feeling stimulation for over a month. The patient had not checked their implantable neurostimulator (ins) with their patient programmer. The patient then attempted to sync the patient programmer with the ins to confirm status / programming. The patient programmer displayed a blank screen/ splash screen, low patient programmer battery. The patient was not able to connect with the ins and was getting the system set up screen. The patient programmer was reported as being damaged, noting the blank screen. New batteries were put in, and the patient programmer powered up. The start-up screen was displayed. It was noted that the patient programmer used batteries at a fast rate earlier. The patient initially stated that the patient programmer had not worked since being out of the box, but then clarified that it was a month ago that it stopped working. Relevant medical history included spinal pain. Follow-up was performed to determine what steps were taken to resolve the loss of stimulation / therapy and what led to this issue. If additional information is received, a follow-up report will be sent.